Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h10. A review of the manufacturing documentation associated with lot 339719 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after initiating the stent release for a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, approximately 1/4th of the stents length was released, and the entire delivery system continued to retract. However, attempts to increase the force failed to move the stent any further. To remove the partially deployed stent, the proximal portion of the delivery shaft was cut off in order to advance an unknown long catheter sheath introduce (csi) over the device and remove the stent and delivery shaft together with the csi. A new 6mm x 50mm smart flex ses was used to complete the procedure. There were no reported injuries to the patient and no signs of infectious disease. This was during a procedure to treat a superficial femoral artery stenosis. There were no signs of calcification or tortuosity at the lesion. The device was stored, prepped, and handled per the instructions for use (IFU). The device was held flat and straight during attempted deployment. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after initiating the stent release for a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, approximately 1/4th of the stents length was released, and the entire delivery system continued to retract. However, attempts to increase the force failed to move the stent any further. To remove the partially deployed stent, the proximal portion of the delivery shaft was cut off to advance an unknown long catheter sheath introduce (csi) over the device and remove the stent and delivery shaft together with the csi. A new 6mm x 50mm smart flex ses was used to complete the procedure. There were no reported injuries to the patient and no signs of infectious disease. This was during a procedure to treat a superficial femoral artery stenosis. There were no signs of calcification or tortuosity at the lesion. The device was stored, prepped, and handled per the instructions for use (IFU). The device was held flat and straight during attempted deployment. A device was returned for analysis. Several pieces of non-sterile unknown devices were received inside of a clear plastic bag. The devices were unpacked and laid flat on a tray to proceed with the product evaluation. The parts returned are an unknown guidewire with a metallic tube on the tip, an unknown sheath, and a segment of an outer sheath that appears to be part of a smart flex. A product history record (phr) review of lot 339719 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed as several unknown and unrecognizable pieces of a medical device were received for analysis, one portion appears to be the outer sheath of a smart flex but cannot be confirmed. Due to the condition of the products received, functional analysis cannot be performed. Therefore, the exact cause of the reported event could not be determined. It is likely procedural factors and/or handling of the products may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after initiating the stent release for a 6mm x 150mm smart flex vascular self-expanding stent (ses) delivery system, approximately 1/4th of the stents length was released, and the entire delivery system continued to retract. However, attempts to increase the force failed to move the stent any further. To remove the partially deployed stent, the proximal portion of the delivery shaft was cut off in order to advance an unknown long catheter sheath introduce (csi) over the device and remove the stent and delivery shaft together with the csi. A new 6mm x 50mm smart flex ses was used to complete the procedure. There were no reported injuries to the patient. This was during a procedure to treat a superficial femoral artery stenosis. There were no signs of calcification or tortuosity at the lesion. The device was stored, prepped, and handled per the instructions for use (IFU). The device was held flat and straight during attempted deployment. The device will be returned for evaluation.